Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was the patient reported they thought that the implanted system "quit working somehow" so they had it removed at some point and got a new implanted device from another manufacturer company. Patient services wanted to note that the patient was very confused on the call and initially asked for MRI compatibility information as they needed a scan of their head/brain so patient services reviewed information but then the patient reported the information documented in this case. The patient said that they had been speaking with someone from the other manufacturer company who gave them patient services number, but they didn't understand why they were told to call patient services. They thought perhaps they still had a lead wire implanted from their previous implanted system but they weren't sure. They said they thought their previous system was removed when they got their current implant but thought that perhaps there was still a wire remaining and they stated they could not recall any details about t he situation. The patient currently did not have a healthcare provider (hcp) from their current implant's manufacturer company so patient services directed the patient to follow up with the manufacturer company of their current implant to get physician listings for an hcp who could help them determine the implanted devices in their body. Patient services provided patient with the technical services phone number to provide to this doctor to call if they had questions if it turned out the patient had a fragment in their body or a "wire" from their previous system still in their body. The patient also requested physician listings so patient sent them physician listings via email and us mail at the patient's request. There were 2 call recordings. The patient had a new phone and address so patient services called patient registration at call's end to update them. Patient services did their best to document the reported information on this call. The same information was provided by a rep.